Manufacturer narrative:
The device manufacture date cannot be determined at this time because the lot number is unknown. The device is not available for evaluation because it will not be returned to the manufacturer.

Event description:
It was reported that the battery housing opened during a surgical procedure. There were no adverse consequences reported. According to the customer the event happened in 2007. The device is currently in use and the complaint never occurred again. No other information is available at this time.